Event description:
According to the info received, during an urgent double valve replacement procedure the aortic valve was severely rheumatic and rigid with moderate to severe calcification present on the aortic annulus along the left coronary and noncoronary cusps. A sjm sizer set passed through the annulus without resistance and the above-referenced valve was implanted utilizing 14 pledgetted tevdek sutures with the sewing cuff positioned supra-annuarly. The valve was well-seated; however, one leaflet was not freely mobile due to subvalvular tissue. This tissue was cauterized although the leaflet was still not freely mobile and several attempts were made to rotate the valve with the holder/rotator. According to the operative report and info received, one of the leaflets of the above-referenced aortic valve fractured and both dislodged from the orifice during the third rotation attempt. The leaflets were retrieved from the left atrial appendage, the 21 mm valve was removed, and a 19 mm sjm regent heart valve (model 19agfn-756) was then implanted since another 21 mm valve was not available. Prior to the aortic valve replacement, mitral valve reconstruction of the decalcified posterior annulus and resection of the mitral posterior leaflet were performed and a 25 mm mitral sjm masters series mechanical heart valve (model 25mj-501) had been implanted in an anti-anatomic position. The aortic and mitral valve replacements functioned well on echocardiogram. The pt's sternum was left open due to their markedly severe emphysema, extended cardiopulmonary bypass, fluid resuscitation, and edema. The pt had a history of rheumatic valvular heart disease, severe pulmonary hypertension, severe chronic obstructive pulmonary disease (copd), steriod dependence, and morbid obesity. Additional info indicated the pt had recently experienced pneumonia and had just been extubated prior to surgery following respiratory decompensation secondary to acute pulmonary edema. They experienced intraoperative renal failure and one day postoperatively, the pt had re-exploration in the anterior mediastinum with evacuation of mediastinal blood, correction of coagulopathy, and placement of an intra-aortic balloon pump. They also had endotracheal intubation for respiratory failure secondary to pulmonary edema and placement of left femoral dialysis catheter for venous hemodialysis. Their postoperative course included acute renal failure, lot cardiac output state partially due to their severe pulmonary hypertension, and copd. In 2003, the pt experienced asystole and expired due to multi-organ failure, poor prognosis, and the underlying severe copd.